Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was offline. A technical support specialist stated that the user reseated the cables to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank system es had a drawer and bio ID was offline. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.